Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. Customer stated potential damage to the pumps battery compartment and insulin pump not properly keeping the battery in place and the battery no longer remains locked into the insulin pump due to a component of the battery compartment being chipped. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue use of the device.